Event description:
During implant procedure, the helix of the right ventricular (rv) lead failed to extend. After several attempts the helix of the rv lead was extended and noise and increased pacing impedance were noted on the rv lead. The rv lead was attempted to be repositioned, but the helix of the rv lead was not able to retract. After many rotations the helix retracted but the increased impedance persisted. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of high pacing lead impedance and noise were not confirmed, and the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the helix region found no anomalies or distortion of the helix that would contribute to the helix issue reported. X- ray examination found the inner coil over torqued at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the blood/tissue clogging the helix region. Electrical testing did not find any indication of conductor fractures or internal shorts.